Event description:
It was reported that patient had a deep hole in her skin and back from an infection that never healed. The physician believed that the infection was procedure related. The patient had been placed on several types of antibiotics. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: (B)(4). Model: sc-1232. Serial: (B)(6). Batch: 552325.